Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the reagent syringe o-ring, list number 09d53-03, damaged and needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.7-1.1 mmol/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 2.51, repeat results were 2.44 and 0.65 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated magnesium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.7-1.1 mmol/l): (B)(6) initial result, on (B)(6) 2025, was 2.51, repeat results were 2.44 and 0.65 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.